Manufacturer narrative:
Medtronic received the following information from a journal article entitled; use of chimney technique does not improve the outcome of endovascular aneurysm repair in patients with a hyperangulated and short proximal aortic neck özdemir-van brunschot et al, journal of endovascular therapy. 2022;29(3):361-369. Doi:10.1177/15266028211050315. Mean age, mean gender, and exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii and iis stent graft systems were implanted during evar and chevar in patients with infrarenal aortic aneurysms on unknown dates. Reliant balloons were used during the procedures. The following adverse events were reported: acute renal failure, mi, stroke, pneumonia, bleeding, graft thrombosis, rupture, intestinal ischemia, multiple organ failure. Open conversion and hemorrhagic shock. The cause of the adverse events are unknown.